Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was reported that this pacemaker system had a battery longevity estimate of 5 months in both (B)(6) 2025, and the physician was concerned about the precision of the battery longevity calculations. It was noted that the pacemaker had not yet reached elective replacement indicator (eri). Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported. A risk review was completed and confirmed that the event of gas gauge/longevity not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this pacemaker system had a battery longevity estimate of 5 months in both (B)(6) 2025, and the physician was concerned about the precision of the battery longevity calculations. Subsequently, this pacemaker was explanted and replaced. It was noted that the pacemaker had not yet reached elective replacement indicator (eri). No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system had a battery longevity estimate of 5 months in both (B)(6) 2025, and the physician was concerned about the precision of the battery longevity calculations. Subsequently, this pacemaker was explanted and replaced. It was noted that the pacemaker had not yet reached elective replacement indicator (eri). No additional adverse patient effects were reported.